Event description:
It was reported to philips that the system gave an alert indicating the imaging module joystick was activated at startup, which can impact a full system boot up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.